Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "rupture". Later healthcare professional reported capsular contracture baker grade 4. This record is for the right side. Device was explanted and replaced. Device was discarded.